Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other text: h2: additional information: see a1, b5 and h6(patient code). H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "system fault 41541" alarm. The software application was reviewed and the reported error 41541 was found. Error 41541 is due to an inoperable latch lock sensor. The latch lock sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 41541. No adverse effects were reported.